Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, the connector of the original reservoir came off. A new reservoir was put in. The old reservoir remains in the patient. The connector from the reservoir to pump tubing disconnected. Nothing was removed. The device was implanted, sometime in february of 2020.